Event description:
The patient became syncopal and could not be resuscitated. The device did not appear to be pacing. Multiple calls had previously been made to get the patient to come into the clinic for assessment. The patient lived in an outlying area, had trouble coming in for checks, and had not been seen in over a year. The last transtelephonic monitor reading in october 2006 was above the eri magnet rate of 86.3 ppm. The patient expired of a myocardial infarction.